Event description:
It was reported that in the week following the implant procedure of a dual chambered pacing system, an increase in the right ventricular (rv) lead pacing threshold was observed. The rv lead was revised and the physician elected to implant a new rv lead to resolve the event. The patient was stable with no adverse consequences.